Event description:
It was reported that the balloon marker band was difficult to view under fluoroscopy. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left common iliac artery. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during the procedure, the marker could not be seen under fluoroscopy. The device was removed, and the procedure was completed with a different device. No patient injuries were reported.

Manufacturer narrative:
Device evaluated by MFR: the coyote es balloon catheter was returned for analysis. A visual and microscopic examination of the outer shaft, inner shaft, balloon and tip revealed no damages. The balloon was x-rayed, and the marker bands were visible. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the balloon marker band was difficult to view under fluoroscopy. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left common iliac artery. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during the procedure, the marker could not be seen under fluoroscopy. The device was removed, and the procedure was completed with a different device. No patient injuries were reported.